Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, upon inserting the handle, light-emitting diode (led) flashed green at the beginning indicating on-charge, but after a short while, it turned red that made the charging quite unstable. Upon checking the connection port, 4 pins out of the 16 seemed to be melted. When the handle was taken off the charger, an error display with a yellow frame and handle life remaining zero with a wrench mark on the upper right appeared. The error remained even after resetting the handle. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery cells of the clinical power handle had vented. A review of the charger's system logs showed that there were multiple thermistor error messages at the end of the event log specifically "red err flash: thermistor reading out range". It was reported that the charger showed signs of melting. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the battery charger light was red indicating a device issue. The reported issue was confirmed. The most likely cause was not traced to the device. Contamination can cause false readings on the thermistor line, leading to the red error lights. This would prevent the powered handle from charging. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.